Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Two actual samples were received by ashitaka factory. Visual inspection upon receipt found that one was an angled type and the other was a straight type. Hereinafter, the angled type is called sample 1 and the straight type is called sample 2 in this report. Please refer to MDR report no. 9681834-2015-00196 for sample 1 evaluation results. Sample 2 was visually inspected, no obvious anomalies were noted in the appearance along the total length. Magnifying inspection did not find any anomalies in the appearance along the total length. The outside diameter was measured and confirmed to meet manufacturing specifications. Sample 1, sample 2 and the current mini guide wire product samples of the angled and straight types were evaluated for hardness of the shaft at the distal segment. All were confirmed to be equivalent to one another. The production product code/lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported an unusually hard mini guidewire. Follow up communication with the user facility reported the following information: it was reported that the mini guidewire in (B)(4) 6-in-5 set is obviously harder than the one in conventional m-coated sheath set; there are few cases that the mini guidewire caused spasm in patients; for these cases, both sets would be used, the doctor will use the wire from the conventional pack with the 6 in 5 (B)(4); the angle wire is from (B)(4) pack, the straight wire is from conventional set; and both guidewires were collected from union for further investigation.